Event description:
A customer's physician questioned a few pre-op advia centaur cp ipth pt results that were low. A siemens healthcare rep ran a study comparing two different lots of advia centaur ipth reagents and saw differences in the serum samples tested with the two lots. The customer is retesting all pt samples that were tested using lot 138 ipth reagents. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the discordant ipth results.

Manufacturer narrative:
A siemens rep went to the customer site, and ran a small study comparing the two ipth lots, and confirmed what the customer was observing. The cause for the differences in pt result between the two ipth lots is unk, and is under investigation by siemens healthcare.